Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 06 occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy. No further information was provided.

Event description:
It was reported that customer received a malfunction alarm. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy. No further information was provided.

Manufacturer narrative:
Corrected b3, b5, h6 (remove 1013, add 1503).